Manufacturer narrative:
(B)(4) the tech support engineer (tse) troubleshot this issue with customer over the phone. The customer was recommended to replace the touch frame printed circuit board.

Event description:
It was reported that an 840 ventilator had a touch screen unresponsive error while in use on a patient. Patient outcome was not provided.